Manufacturer narrative:
The reported event helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix partially extended and clean. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that helix of the right ventricular (rv) lead was failing to extend. The procedure was completed using another rv lead. The patient condition was unknown.